Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that error codes related to a internal communication issue. The customer reported there patient involvement unknown.

Manufacturer narrative:
The fse replaced the da to mc cable per fco to address the reported problem. Updated correction: no patient involvement.

Event description:
The customer reported that error codes related to a internal communication issue. The customer reported no patient involvement.